Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wall adapter broke and the customer was unable to charge the pump with the adapter. An alternate wall adapter was used to resolve the issue. There was no reported impact to the customer's blood glucose level.

Manufacturer narrative:
The initial medwatch report was submitted in error. The device (power adapter) is not marketed in the united states by the manufacturer and is not same/similar to a device marketed in the united states by the manufacturer.